Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The customer stated that the discordant, falsely elevated ctni results were flagged with "abnormal assay reaction". A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse replaced the reagent probes, reviewed the alignments and replaced the mixers in heterogeneous module. A siemens headquarters support center (hsc) specialist reviewed the instrument data and determined that the falsely elevated results were due to an abnormal chrome value, which was consistent with the clumped chrome and conjugate carryover, as clumped chrome decreases the efficiency of the wash process and causes conjugate to remain after the final wash. The hsc specialist also stated that the data was indicative of conjugate carryover. Additionally, as per the dimension rxl max system operator's guide, "if the sample is flagged with an error of abnormal assay, the result cannot be reported and the sample should be rerun". The cause of the discordant, falsely elevated ctni results being reported to the physician(s) was related to the user error. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated cardiac troponin I (ctni) results were obtained on one patient sample on a dimension rxl max with hm instrument. The discordant results were reported to the physician(s). The patient was admitted to the hospital and was kept under observation for two days. A new sample was obtained from the patient and tested multiple times on an alternate dimension rxl instrument, resulting lower. The new sample was also tested on an original instrument, still resulting higher. The corrected results from the alternate dimension rxl instrument were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ctni results.